Manufacturer narrative:
The product was not returned for analysis and evaluation. A device history record review was performed and showed that this lot of products (r1105487) met all requirements per the applicable mfg quality plan (mqp) including the burst test values. With the limited amount of info available and without the return of the product or films of the procedure, it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have had an impact.

Event description:
During a percutaneous transluminal angioplasty (pta) to the superficial femoral artery, the balloon was reported to have ruptured. The vessel was described as having moderate calcification, severe tortuosity and a 100% stenosis. The product was prepared and clinically used as per the IFU. A guidewire was inserted across the lesion via a sheath introducer without any difficulty. The product was advanced over the guidewire and through the sheath introducer to the lesion. The balloon was inflated using an indeflator. However, the balloon ruptured at six atmospheres. It was withdrawn from the pt's body, and another balloon was used to successfully complete the procedure. There was no reported pt injury.